Manufacturer narrative:
The customer service center specialist (csc specialist) checked instrument logs and instructed the customer, over the phone, to perform multiple troubleshooting services which included replacing the sample and r1 probes, syringe block o-rings, and syringe block sleeves. However, the csc was not able to narrow the issue down to a specific likely cause (s). Return testing was not completed as returns were not available. A review of the architect c16000 serial number c1600558 service history found no contributing factors on or around the date of the complaint. A review of tracking and trending for the architect c16000 system did not identify any trends. A review of the manufacturing documentation did not identify any issues associated the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Patient identifier: sids (B)(6). No further patient information was provided by the customer.

Event description:
The customer reported falsely depressed calcium results generated on the architect c16000 processing module for multiple samples on (B)(6) 2020. The following data was provided (reference range: 2.2 to 2.55 mmol/l): sid (B)(6) initial result = 1.1769 mmol/l, repeat = 2.5285 mmol/l. Sid (B)(6) initial result = 1.5132 mmol/l, repeat = 2.1926 mmol/l. Sid (B)(6) initial result = 1.3986 mmol/l, repeat = 2.3281 mmol/l. Sid (B)(6) initial result = 1.2687 mmol/l, repeat = 2.1061 mmol/l. Sid (B)(6) initial result = 1.5585 mmol/l, repeat = 2.0989 mmol/l. Sid (B)(6) initial result = 1.2425 mmol/l, repeat = 2.2121 mmol/l. Sid (B)(6) initial result = 1.1149 mmol/l, repeat = 2.1843 mmol/l. Sid (B)(6) initial result = 1.4062 mmol/l, repeat = 2.2323 mmol/l. Sid (B)(6) initial result = 1.5067 mmol/l, repeat = 2.2920 mmol/l. No impact to patient management was reported.